Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized while wearing the infusion device. Prior to going to bed the user received an elevated blood glucose result and administered a correction bolus and went to sleep. At some time, during the night, the customer woke up and received a blood glucose result of 18 mmol/l. The user then called an ambulance. The blood glucose result and treatment provided by the emt's was not provided. Upon arriving at the hospital, the customer was diagnosed with diabetic ketoacidosis and was treated with unknown insulin. At the time of the initial report the customer was still hospitalized, it is unknown when they will be discharged.